Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for red cell hang up with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for red cell hang up with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were found some tubes occured red cell hang up. No report of injury or medical intervention. No report of blood exposure to mucous membrane.